Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: sn (B)(4): 10/13/2015 reuse; electrode belt: sn (B)(4): 03/17/2015 reuse.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was outside his home in his car when his wife found the patient and called ems. Ems responded and the patient was taken to the ER. Prior to passing, the patient received two inappropriate defibrillations. At 15:10:14 an arrhythmia was detected. The ECG showed CPR artifact. The two treatments were then delivered between 15:10:48 and 15:11:48. The rhythm at the time of the treatments was CPR artifact. The CPR artifact contributed to the false detections. The post shock rhythm for the first treatment was CPR artifact. The post shock rhythm for the second treatment was asystole with tactile artifact. Asystole is considered a non-shockable rhythm. The device was shutdown at 15:44:42 on (B)(6) 2016.